Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited intermittent high out of range pace impedance measurements greater than 2000 ohms on the right ventricular (rv) channel triggering a lead safety switch (lss). Boston scientific technical services (ts) indicated this issue is likely related to a device header spring contact issue. The rv lead is not a boston scientific product. Ts provided guidance to the boston scientific representative on programming the rv lead to a unipolar pacing and bipolar sensing configuration. Ts indicated another potential option is to replace the pacemaker with a device that has an enhanced header design. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited intermittent high out of range pace impedance measurements greater than 2000 ohms on the right ventricular (rv) channel triggering a lead safety switch (lss). Boston scientific technical services (ts) indicated this issue is likely related to a device header spring contact issue. The rv lead is not a boston scientific product. Ts provided guidance to the boston scientific representative on programming the rv lead to a unipolar pacing and bipolar sensing configuration. Ts indicated another potential option is to replace the pacemaker with a device that has an enhanced header design. The products remain in-service. No patient symptoms or adverse patient effects were reported.